Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect cyclosporine results generated on the architect i2000sr processing module for multiple samples. The following results from (B)(6) 2024 were provided: initial result = 72.8 ng/ml, repeat result = 154.9 ng/ml initial result = 71.5 ng/ml, repeat result = 181.3 ng/ml initial result = 53.2 ng/ml, repeat result = 153.7 ng/ml initial result = 77.4 ng/ml, repeat result = 211.9 ng/ml initial result = 48.3 ng/ml, repeat result = 162.9 ng/ml initial result = 60.2 ng/ml, repeat result = 244.9 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed architect cyclosporine results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any nonconformances, potential non-conformances or deviations associated with lot number 63163fp00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In house testing of the intended storage stability was performed and the intended storage stability for reagent lot 63163fp00 met all specifications. Based on the investigation, no systemic issue or deficiency with the architect cyclosporine assay for lot 63163fp00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect cyclosporine results generated on the architect i2000sr processing module for multiple samples. The following results from 14oct2024 were provided: initial result = 72.8 ng/ml, repeat result = 154.9 ng/ml initial result = 71.5 ng/ml, repeat result = 181.3 ng/ml initial result = 53.2 ng/ml, repeat result = 153.7 ng/ml initial result = 77.4 ng/ml, repeat result = 211.9 ng/ml initial result = 48.3 ng/ml, repeat result = 162.9 ng/ml initial result = 60.2 ng/ml, repeat result = 244.9 ng/ml no impact to patient management was reported.